Event description:
It was reported that an ilet pump intermittently failed to charge on a charging pad despite a solid charge indicator, and the battery depleted while on the pad; engineering log review showed abnormal charging behavior and a replacement pump was issued, after which the user initially experienced a sensor pairing issue that was resolved with guidance. Symptoms included none related to hypoglycemia or hyperglycemia. Outcomes included no clinical impact and continued use of cgm while coordinating device replacement. Investigation included review of engineering logs and technical troubleshooting with the user. Investigation of this device did not revealed a charging malfunction consistent with a device power/charging system issue that warranted device replacement. It was concluded, based on previously established findings for similar reports, that the cause was not a device component malfunction related to the charging/power subsystem.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".